Event description:
It was reported that the patient loss consciousness and emergency services were called. The patient's blood glucose (bg) levels decreased to 1.9 mmol/l (34.2 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. The patient was transported to the hospital where the pod was removed and blood tests were performed. The bg levels began to rise as the patient was eating food at the hospital. The patient was released after four hours and a new pod was applied at home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.